Manufacturer narrative:
This event was determined to be supplemental information. The investigation findings will be submitted under MFR# 2916596-2026-00031. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for infection. Treatment at time of admission was listed as "other". The patient's hospitalization was ongoing.